Event description:
The customer obtained multiple, non- reproducible, higher than expected, vitros trop I es results (serial sample results= 0.067, 1.36 vs. Expected results <0.012 ng/ml) from a single patient sample processed on the vitros 5600 system. In addition, a higher than expected, vitros trop I es quality control result (0.524 vs. An expected result < 0.012 ng/ml) was obtained from a troponin I free sample using the same 5600 system. The affected patient results were reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the physician questioned the results and the customer repeat tested the samples. Corrected reports were issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, non-reproducible, higher than expected, vitros trop I es results were obtained from a single patient sample while using the vitros 5600 system. In addition, a higher than expected, vitros trop I es quality control result was obtained from a troponin I free sample using the same 5600 system. An ocd fe performed service actions to multiple subsystems of the analyzer and returned the system to expected performance. Additionally, the sample was not processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The most likely assignable cause is instrument related. There was no evidence that a reagent related issue contributed to the event. Additionally, a pre-analytical sample processing issue cannot be ruled out as a contributing factor.